Event description:
It was reported the hcp was questioning what types of contrast could be used to check a catheter as they were going to check a system that had potentially ¿malfunctioned¿. The reporter had further information to provide. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).